Event description:
Customer reported fluid leaked from the pump segment near the upper fitment during an infusion of saline. The IV set was primed, the infusion was started, the device alarmed for ail, stopped the infusion, noticed leak and disconnected the tubing from the patient. No patient harm reported.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report that fluid leaked from the pump segment was confirmed. Upon inspection, a 0.0595-inch long tear was found in the silicone segment near the upper fitment. Microscopic examination revealed a crush mark on the upper blue fitment. Functional and pressure testing was performed; a fluid leaked from the tear in the silicone tubing near the upper fitment. The set was then installed into a test pump device that was programmed to run an infusion at 125ml/hr. The device alarmed air-in-line immediately upon start of infusion. The cause of the leak was a tear in the silicone segment. The root cause of the tear is unknown.